Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized with hyperglycemia and diabetic ketoacidosis. Her blood glucose continued to elevate despite changing the infusion set, and she began to vomit. Her daughter transported her to the hospital, and she was admitted with a blood glucose level of 37.0 mmol/l and ph of 7.12. She was treated with a variable insulin ratio via IV and will be discharged when she is eating and drinking normally. The customer believes the insulin delivery of the infusion device is inaccurate. The alleged product was requested for evaluation.